Event description:
It was reported by service report that the zoom surges intermittently when being driven. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation results: load cell, handle cross bar weldment.